Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, a specific cause for the reported infection could not be conclusively determined. Additional information regarding the event was requested from the account; however, the account communicated that they will not provide any further information regarding the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including pericardial fluid collection, cardiac arrhythmia, and infection, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists cardiac arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, the patient developed pericardial fluid collection with symptoms of tamponade. The fluid collection was drained surgically. The event and the device were said to be clearly related. On (B)(6) 2023, the patient experienced a sustained supraventricular arrhythmia which required cardioversion. The event and the device were thought to be possibly related. On (B)(6) 2023, the patient developed a bacterial infection at the mediastinum. The cause of the infection was complexities of medical management and was treated with drug therapy only. The event and the device were thought to be possibly related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.